Event description:
It was reported that one resolute integrity coronary drug eluting stent failed to expand under pressure. The lesion had no calcification, moderately tortuous with 80% stenosis in the left anterior descending artery. There was zero inflation. An inflation pressure of 14 atm was applied and it was determined that there were inflation difficulties. The balloon did not inflate. The stent was immediately withdrawn directly and during in vitro examination, a rupture was noted at the connection between the stent balloon and stent rod. The device was inspected before use with no issues noted. Negative prep was performed on the device prior to use with no issues noted. Resistance was not noted while advancing the device to the lesion. The same inflation device was successfully used with other devices. There was no injury to the patient. The patient status was normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: the device was replaced and the surgery was completed smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.